Manufacturer narrative:
(B)(4). (B)(6) 2018. The customer reported a defective battery. The device was not being used for treatment when the reported event occurred and was not returned for investigation. Therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
Serial number unknown. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a defective battery. There was no patient involvement.